Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device remained implanted, as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: unknown, as specific part and lot numbers for locking screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation (orif) was applied to hallux valgus on (B)(6) 2018. During procedure the surgeon tried to fix variable angle (va) locking screw to a plate, but the screw just span around. The surgeon failed again with a replacing screw. Without further attempts, surgeon completed the surgery. The surgery was delayed for 30-minutes. The surgeon confirmed that those devices had been screwed in clockwise. Surgery was completed successfully with no patient harm. Patient outcome reported as stable. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown locking screw. This is report 2 of 2 for complaint (B)(4).